Manufacturer narrative:
Date of event: aware date used as event date is unknown.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman closure device was implanted. The patient was part of a clinical trial for heart valve repairs. While being evaluated for post-operative valve repair, the patient was informed that the watchman was leaking. The patient was started on eliquis and referred to a physician with watchman experience at a different facility. The patient is scheduled to meet with the physician in a couple weeks.